Event description:
The device was used during an unspecified gyn procedure. Reportedly the specimen pouch premarturely detached into the patient's cavity which was retrieved by the surgeon without injury to the patient.